Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device did not alarm when a proximal occlusion was present. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
Testing and investigation found the device did not alarm when a proximal occlusion was present. This was due to contamination on the proximal pressure sensor which did not allow the leaf spring to move properly. As a result, the proximal pressure sensor did not detect changes in tubing pressure. The contamination was due to use in the customer environment. A calibrated tubing set was used for testing per device release specifications. This report represents all the info known by the reporter upon query by hospira personnel.